Event description:
My (B)(6) son, who has type 1 diabetes, wears the insulet omnipod brand insulin pump. This fails on him very frequently. Lately it's been around a 75% failure rate. We report each failure to insulet who then issues us a replacement pump. Almost every single replacement they've sent us has failed. We report those failures only to be sent new pumps which also fail. There is something very wrong with all the replacement pumps they are sending out. A failed pump could result in dka (aka diabetic coma). We are put in this perilous situation lately, almost every 2-3 days.